Event description:
A reporter called to submit a report about her libre 3 glucose monitoring system's problem. She said her device reading is high always around lunch time for the past a month and half.